Manufacturer narrative:
Date sent to FDA: 10/29/2019 . H6 patient codes: 2240, 1695, 1994, 3189 - surgical intervention. Additional b5 narrative: it was reported that the patient underwent a mesh repair surgery on (B)(6) 2013 due to adhesions and recurrent ventral hernia. It was reported that the patient experienced pain.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2011 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.